Event description:
74-year-old male patient (right aka) was implanted with the altius system on (B)(6) 2026. A single large cuff was placed on the right sciatic nerve. No issues with the implantation procedure or initial recovery were reported. On (B)(6) 2026, the patient's ipg was activated by neuros medical personnel. At the time of activation, the surgical incisions were healing appropriately with no visible signs of irritation, infection, or other abnormalities. On the evening of (B)(6) 2026, the patient experienced wound dehiscence at the ipg incision site resulting in complete opening of the surgical incision. The patient presented to an emergency room and was admitted to the hospital on (B)(6) 2026. The patient exhibited no signs of infection, which was subsequently confirmed by wound culture. A revision procedure (ipg pocket) was performed on (B)(6) 2026 due to the wound dehiscence. During the procedure, the ipg was also replaced. The procedure was completed successfully, and the patient was discharged on (B)(6) 2026. The patient recovered without further complications. The replacement ipg was subsequently activated, and the patient has since resumed use of therapy.